Event description:
Customer reported that the insulin pump has cracks and the reservoir compartment is broken. Customer also reported that the up button is stuck. Blood glucose value is 238 mg/dl. Customer stated that the damage is due to normal use. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.